Manufacturer narrative:
. Two open 25-gauge (ga) trocar assemblies in a small parts tray (smpt), were received in a bag for the report of barb on the trocar. The returned samples were visually inspected and were found to be conforming for a burr. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming, therefore a barb on the trocar as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocar assemblies were manufactured to specifications. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. All trocar blades are 100% inspected. The inspection includes evaluation for burrs. Any nonconformances are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that barb on the trocar during the vitrectomy surgery. The surgery was completed after changed to a new product. There was no report of patient harm.